Event description:
Pt developed peritonitis during treatment using homechoice device. On 1/2/98, pt developed abdominal pain and cloudy effluent. Pt vistied home dialysis rn who gave pt loading dose of vancomycin 2.5 gms. And tobramycin 1 gm. IV. Pt was hosp where he rec'd IV cipro (unk dose) and fortaz 500 mg. Ip. Pt remained hosp for one week, receiving antibiotics both IV and ip. Pt ws released from hosp 1/9/98. Pt will continue with anitibiotics, ip and oral, for the next 5 days.